Manufacturer narrative:
Investigation summary: bd initiated an investigation into the customer¿s report of the swab head detaching from the shaft during specimen collection using the affirm vpiii ambient temperature transport system (atts) collection kit. Information provided by the customer indicated that the patient was self-collecting the swab when the event occurred. No patient harm resulted. As per the product labeling, vaginal swabs collected using the affirm atts kit should be collected by a clinician, and there are no instructions or product claims for patient self-collection. Patients are to be placed in position for a pelvic examination and a speculum inserted to allow proper specimen collection. Bd recommends following the package insert instructions for collection of vaginal specimens using the affirm vpiii atts kit.

Event description:
It was reported that upon use of bd affirm¿ atts, during swabbing for specimen collection, the swab tip became separated from the shaft. There was no report of patient impact.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that upon use of bd affirm¿ atts, during swabbing for specimen collection, the swab tip became separated from the shaft. There was no report of patient impact.